Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The product was returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when they left zimmer biomet. DHR review for the lot (61669873) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. Complaint history review was performed for the reported lot (61669873) and no similar event or complaint was found. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) over the course of 10 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Associated lot #61669873 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Fax number unknown / not provided.

Event description:
It was reported that the implant at tooth site #13 had fractured and was later removed.